Event description:
In this case, the customer reported that when using the multi functional foot switch (mffs) to bring the couch to the home position (unload), the couch began to lower without moving away from the gantry. The philips field service engineer (fse) confirmed that there was no harm to a patient, operator, or bystander.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).